Manufacturer narrative:
H.10: through follow up communication livanova learned that the customer was going to repair the device by himself and the patient pump will be replaced.

Event description:
See initial report.

Manufacturer narrative:
H.10: no service activity has been scheduled yet on the device. However, the reported error code is associated to the patient pump which is most likely the component responsible of the failure. A mechanical/electrical failure of the patient pump is the most likely root cause of the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during procedure. There was no report of patient injury.